Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if the reported damaged cannula or to determine whether it contributed to the reported urgent care visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
Patient reported after removing the pod, a piece of the cannula broke off and is under the skin. Pod site is hard, red, tender and warm to touch. Patient went to urgent care and emergency room, had an ultrasound, and an unknown mass was found. Patient was treated with a course of unknown antibiotics. Pod worn longer than 48 hours.